Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -4.5/2.5/104 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to high vault and the problem resolved. In the reporters opinion the cause of the event was the device.

Manufacturer narrative:
(B)(4).